Event description:
It was reported the patient presented for initial procedure. During implant, the lead had difficulty extending the helix. After repositioning the lead several times, the helix would not retract. The physician elected to complete the procedure with a different lead. There were no patient consequences.